Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, the a-rubber (bending section cover) leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Warnings and cautions: caution do not touch the electrical contacts inside the electrical connector. Ccd (charge-coupled device) damage may result. Turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to damaged of charging coupled device (ccd) unit the image is not displayed; connecting tube has coating peeling (1mm2 or more); due to a cut on bending section cover or distal sheath rubber, water tightness is lost; no electrical continuity due to corrosion on distal end; objective lens has a crack; light guide lens has discoloration; adhesive on the bending section cover or distal sheath rubber is detached; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; light guide cover glass has a crack; image guide protector has a scratch; grip has a dent; control unit has a scratch; angulation lever is sticky; universal cord has a scratch; and protector of universal cord on scope connector side has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the bronchovideoscope had no image appear on the display. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.